Event description:
It was reported that the customer's insulin pump had intermittent button response. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display and constant tone alarm. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.